Event description:
The customer reported the system failed to display a live image as a result of arcing. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.